Event description:
It is reported that the pt is experiencing pain and limping.

Manufacturer narrative:
The products were confirmed as compatible. Primary operative notes were reviewed and gave no indications of a root cause for the pt's pain and limping. An ap view bilateral x-ray from (B)(6) 2013 shows well placed acetabular and femoral components on the right side. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.